Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip steerable guide catheter (tsgc) was prepared per the instructions for use (IFU). However, just before accessing the femoral vein with the tsgc, while turning the +/- knob of tsgc in the minus direction, it was observed that the tsgc would not straighten. The +/- knob was then returned to the neutral position, and the knob was turned in the minus direction again, but the tsgc would not straighten. While testing the function of the +/- knob, it was observed that turning the knob had no effect on the tsgc, in either the minus or plus direction. A decision was made to not use the tsgc. However, the tsgc was placed on another non-sterile table contaminating the device. Therefore, the tsgc was not used and was replaced.

Event description:
N/a

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the information provided and without the device to analyze, the cause for the reported unstable/loose knob and positioning failure associated with unable to curve or straighten the tip cannot be determined. The reported device contamination is related to user technique as the tsgc was placed on another non-sterile table contaminating the device. There is no indication of a product issue with respect to manufacture, design or labeling.